Event description:
It was reported to target that during an embolization of gastric bleeding, there was a rupture of the seeker flex-16 guidewire's distal end inside a tracker-18 catheter without any preceding difficulties. There were no complications for the pt as a result of this event.